Event description:
It was reported that this patient experienced dyspnea upon exertion. Upon further review, a physician determined this right ventricular (rv) lead placement could have leading to tricuspid regurgitation that ultimately caused the dyspnea. As result, the patient underwent a revision wherein the lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Visual inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report was submitted to correct the initial allegation and reported codes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced dyspnea upon exertion. Upon further review, a physician determined this right ventricular (rv) lead perforated the ventricle leading to tricuspid regurgitation that ultimately caused the dyspnea. As result, the patient underwent a revision wherein the lead was extracted and replaced with an alternate.